Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient stopped feeling stimulation the morning of the report. Patient recharged but stimulation would not go back on. Patient had 100% of battery and 60% of the other battery. Patient synced the ins with programmer and it was shown that stimulation was off. Patient was able to turn the stimulation back on and felt stimulation in the legs. Patient confirmed the device was working and resolved the issue. It was mentioned that this was a sudden change in therapy/symptoms. No further complications were reported as a result of this event.